Manufacturer narrative:
(B)(4). Correction numbers: - 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient's wife reported the patient passed away on (B)(6) 2015. The cause of death is not known at this time, as the results of the autopsy is still pending. It is unknown if the patient's devices were still implanted at the time of the patient's death. It is unknown if any devices will be returned to the manufacturer for analysis.